Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number nor product code was provided. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: they opened the capio device and had trouble loading the suture into the device. Once they were able to load it, the physician deployed it in the patient and the capio device sheared off the dart which remained loose in the capio device head. They opened a second device with the same batch number and had a similar issue, trouble loading and a dart sheared off in the head of the device. Upon opening the third capio device they picked a different batch and did not have an issue. They were able to complete the procedure with the third capio device.